Event description:
It was reported via medwatch report. The procedure was being performed on a (B)(6) male pt, weighing (B)(6) and was found unresponsive, having cocaine and heroin use. The pt was intubated and admitted to the intensive care unit and underwent central line placement and ended up having iatrogenic pneumothorax. The pt had a chest tube placement done for the evacuation of the pneumothorax. The pt's condition improved and he was discharged.

Manufacturer narrative:
(B)(4).